Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter v40 (tm). Rasp handle was reported. The event was confirmed. Method & results: device evaluation and results: the returned instrument is damaged. There are 2 fissures near the locking mechanism on the body of the instrument. Material hardness was found compliant with the requirements. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been previously reported similar events for the same lot number. Conclusions: the investigation concluded that the crack/fracture was caused by an overload condition. This is consistent with the reported event which indicates that when the device was hit with a mallet the handle cracked.

Event description:
The exeter broach handle cracked during surgery, surgeon was using a mallet to hit the end of the broach handle and the handle cracked. It did not delay surgery and the surgeon was able to get thru the case since handle was functional until end of case.

Event description:
The exeter broach handle cracked during surgery, surgeon was using a mallet to hit the end of the broach handle and the handle cracked. It did not delay surgery and the surgeon was able to get thru the case since handle was functional until end of case.